Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon assumes that torque limiting handle does not have the appropriate torque. One screw slips back after compression and final tightening. Second try to hold compression was supported with rod clamp and was successful. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the torque limiting handle revealed worn appearance. Torque limiting handle was then tested and was found to be out of specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The device has a potential field age of over 2 years. It has been extensively used based upon its worn appearance, and was likely subject to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the under torquing of the handle can be attributed to lack of maintenance during its time in use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.